Event description:
Following three unsuccessful cavity integrity assessment (cia) tests during a novasure endometrial ablation, on a uterus that was retroverted, a hysteroscopy was done and no uterine perforation noted. The disposable device was placed back in the cavity. There were two more unsuccessful cia tests and the physician abandoned the ablation. At this time, a fluid deficit of 1900cc (distension media saline), measured manually, and "fluid in the abdomen" were noted. It was then determined the pt did have a perforation. The procedure was abandoned and the pt was discharged home. The pt returned 6 days later with "left chills". A pelvic ultrasound showed a "possible hematoma in the endometrial cavity. She was tender in the left adnexa. Her labs were normal. She was stated on doxycycline for presumed endometritis. She required no other medical or surgical intervention."

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefor,e the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessement (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).